Event description:
It was reported by the rep the device was used during laparoscopic oophorectomy. It was reportd the operating room nurse said that the device appeared to be empty when it was fired. No staples came out. 6/5/1998 another stapler was used to complete the case. There was no consequence to the pt. 6/12/1998 the surgeon called and said the pt had to be opened because of the entire separation of the pedicle after the firing. He stated blood loss was probably acceptable, and the pt was at no time compromised, because dr opened. The pt had consented to an open procedure for a myomectomy if necessary, but was upset that pt was opened before getting to that stage of the procedure.